Event description:
During product analysis for an explanted vns generator, it was noted, the as-received settings were indicative of a previous faulted systems diagnostics test (0ma/20hx/500pulsewdth/30sec on/60min off). It is unknown if the faulted test occurred at the explant surgery or prior. The date of the event is approximate. Manufacturer review of available vns programming history for the generator did not identify any faulted diagnostics or programming anomalies that could explain the as-received settings. The programming history is only through (B)(6) 2010, so the faulted test occurred after that date. Attempts for additional programming history are in progress.

Event description:
All attempts for additional vns programming history have been unsuccessful to date.

Event description:
Vns programming history for the patient was received from the treating neurologist and reviewed by the manufacturer. An initial interrogation on (B)(6) 2011, resulted in 3ma/20hz/500pw/30sec on/3min off/3.25ma mag/500pw/30sec on/eos = yes. Two faulted systems tests occurred after the interrogation, and no further programming or diagnostics occurred that day. On the day of surgery ((B)(6) 2011), the initial interrogation was 0ma/20hz/500pw/30sec on/60min off/0ma mag/500pw/30sec on/eos = yes, and a systems test following the interrogation resulted in output status = ok, lead impedance = ok, dcdc code = 2, eos = yes. The neurologist's office has been encouraged to always perform final interrogations of the vns to verify settings.

Manufacturer narrative:
Analysis of programming history.